Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the tissue pad fell off the device. No further info currently available.